Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a consumer (con) stated that she was having so much trouble with the pump. The patient stated that the pump has slipped in the pocket and shifted and gone from the center of her abdomen to her hip bone. The patient said they could not go to the bathroom because it pinched the cord that goes in the bottom of the catheter to go up around the back of her. The patient mentioned that she told nurse practitioner several times about this. They upped the pain medicine and patient told her they wanted to get the pump out so they worked halfway down, and they could not tolerate the withdrawals. The patient stated that they did not have a hcp for the pump. The agent emailed physician listing to patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 03-jun-2023, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated that the pump had been slipping in the pocket and the tube was bent. The patient said that when they sat it started to burn right there and made their back and hip ache and they had to straighten their leg out and hold the pump over. The patient also mentioned that they had been losing weight and muscle was wasting away so the pump was very prominent and the skin was very taut and the pump slips right to their hip bone. The patient stated that these issues started a few months ago and it had caused some withdrawal issues. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient provided the name of their health care provider.